Event description:
It has been reported to philips that the everything is black except for the touchscreen. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that everything was black except for touchscreen. No further information regarding the issue has been provided. No service has been performed by philips as the required service will be provided by the ge. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.